Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device was not working. During service and evaluation, it was observed that the battery oscillator device control unit was not functioning, defective and the handpiece was not working on the on(left) mode, electronic control unit found faulty, component damage and will not oscillate. It was further noted that the device failed pre-test for trigger, electronic control unit function, oscillation frequency, mode switch test, chock performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.